Event description:
The pt had an x-ray (B) (6) 2010, that indicated a micro-tear present in his catheter. The pt stated that his hcp had planned to do surgery. The medication being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).